Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced erosion. Per the reporter, the patient's "body could not handle the mass of the pump and it began to rub and erode to where it nearly broke through his skin". The pump was removed in (B) (6) or (B) (6) of 2009.